Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4). Implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that the patient had to urinate a lot. The patient questioned that it also seemed like the pump had shifted. The patient inquired on what they can do about both issues. The drug information, other medications, pertinent medical history, onset, troubleshooting, diagnostics, actions/intervention, cause, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.